Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the angulation movements of the c-arm were not happening. Review of the system log file showed, geometry warnings and the problem persist even after cold system restart. Fse checked movement in diagnostic, performed current adjustments and found it was showing high current in motor. Fse replaced motor c-arc rot. Poly-g2 clea. After replacement of motor system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that angulation movement of the c-arm was not functioning. The system was in clinical use. No harm has been reported to philips.